Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the system loudspeaker has no sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer onsite to evaluate the device in question. The rse confirmed that the customer's device had no sound and provided a quote for a new speaker assembly. The customer was provided a replacement speaker assembly to resolve their device issue. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. Reporting address state (B)(6). Reporting institution phone # (B)(6). Reporting phone # (B)(6).